Event description:
The customer reported that while running a hcv assay, summit sample handler did not pipette the proper amount of reagent into well position f11 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.